Manufacturer narrative:
(B)(4). The analysis results showed that the device was returned with the nose open; however the nose weld was noted to be sufficient. During the analysis, the staples would not feed, therefore, the device could not be functionally tested. The device was disassembled to verify the condition of the internal components and the lifter was noted to be broken and a piece missing. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver digging into and breaking the lifter. Attempting to fire the device in repeatedly attempts will cause the staples to jam and ultimately enough pressure will build in the nose to open it and the pieces of the lifter to eject from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at final inspection. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, no staples came out after firing 11 to 12 times during the procedure. There were no patient consequences.